Event description:
Had vitek proplast tmj implant implanted at another facility 11/84. Product has been recalled by the FDA. Patient was notified. Patient complained of right temporomandibular joint pain and dysfunction. Clinical and radiographic examinations consistent with diagnosis of increased progressive degenerative joint disease with boney erosion, consequently, physician recommended implant be removed. It is our understanding that vitek, inc., is in bankruptcy and no longer in operation, so this report is being sent directly to FDA.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: other. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.